Manufacturer narrative:
Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately two minutes from 09:03am on (B)(6) 2016, which is sufficient time to complete manual replacement of the reagent; and the station properties were reset at 09:05am on (B)(6)2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=74.6%, cycles=19, cassettes=781 and days=9. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 5 (ethanol) at 09:05am on (B)(6) 2016. Bottle 13 (xylene) was not in contact with the corresponding sensor for approximately six (6) minutes from 09:05 am on (B)(6) 2016, which is sufficient time to complete manual replacement of the reagent; and the station properties were reset at 09:11am on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. The properties of the reagent in bottle 13 prior to this action were: xylene concentration=67.7%, cycles=52, cassettes=2220 and days=24. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 13 (xylene) at 09:11am on (B)(6) 2016. Based on the information provided, it was determined that the tissue samples reported by the complainant as exhibiting sub-optimal processing were derived from the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016. This protocol completed successfully at 11:22am on (B)(6) 2016; and comprised 17 cassettes, based on data entered into the instrument software by the user. The reagent in bottles 5 (ethanol) and 13 (xylene) were used for the first time in the final dehydration and final clearing steps respectively of the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 5 (ethanol) was to be set to 100% at 09:05am on (B)(6) 2016, the ethanol concentration measured by hydrometer following completion of the "factory 2hour xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016 was 82%. This finding indicates that a use error occurred during replacement of the reagent in bottle 5 on 20 june 2016. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. In the absence of chemical analysis of the reagent in bottle 13 (xylene), which was also used for the first time in the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016, there is no evidence to indicate that a use error occurred during the replacement of reagent in this bottle on 20 june 2016. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error, which occurred during replacement of the reagent in bottle 5 (ethanol) prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 09:12am on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant.

Event description:
Leica biosystems received a complaint that biopsy samples processed on the morning of (B)(6) 2016, were found to be "under-processed". The complainant reported that the quality of tissue processing from previous processing runs had been satisfactory; the ethanol concentration in bottles 3-10 inclusive would be measured by hydrometer; the position of bottles in the cabinet of the instrument would be verified and the affected tissue samples were being reverse processed to allow re-processing on an alternative tissue processor located in the laboratory. A leica field support specialist (fss) telephoned the laboratory on (B)(6) 2016 in order to provide applications support in relation to this complaint. The complainant provided the hydrometer reading of the ethanol concentration in bottles 3-10 inclusive, which showed that the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit in bottle 5 only. The measured ethanol concentration was 82% and that calculated by the instrument software, which is based on data entered by a user, was 100%. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable following reprocessing on an alternative tissue processor located in the laboratory.